Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported deflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as no issue was identified during return device analysis. It is possible the noted inner and outer member damage identified during return analysis in addition to patient anatomical morphology may have caused delayed deflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was reported stating that the 3.25x15mm nc traveler balloon dilatation catheter was inflated twice to nominal pressure. No additional information was provided.

Event description:
Subsequent to the previously submitted report, additional information was reported stating that resistance was noted with the guide extension micro catheter during removal attempts. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported deflation issues were not confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as no issue was identified during return device analysis. It is possible the noted inner and outer member damage identified during return analysis in addition to patient anatomical morphology may have caused delayed deflation. The reported difficulty to remove appears to be related to operational context of the procedure as it is likely the delayed deflation of the balloon caused the reported interaction with the guide extension causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that an unspecified stent was deployed in the distal right coronary artery. Post-dilatation was attempted with a 3.25x15mm nc traveler balloon dilatation catheter (bdc). The first inflation and deflation were successful; however, the balloon could not be deflated after the second inflation was performed. The balloon was able to be partially deflated, pulled back into micro catheter and removed. Another nc traveler was used to continue to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.